Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-14678. It was reported the patient experienced ineffective stimulation. Surgical intervention may take place at a later date. Note: it is unknown which lead is liable, was such both leads are being reported.

Event description:
Related manufacturer reference number: 3006705815-2022-15087. Additional information received indicates the system was explanted and replaced to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.